Manufacturer narrative:
This is the final report submitted regarding this surgical event and medical device.

Event description:
Following the surgery where these reverse ii implants were implanted (another hospital in (B)(6)), the patient underwent a follow up scan and it was identified that the reversed ii stem and metaphysis components were detached/detaching (unscrewed). This patient was then referred to mr (B)(6) at (B)(6) to revise and fix this issue. Mr (B)(6) was able to remove these components.